Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported an obstructed catheter, which has blood all over it, the valve and the start of the equipment. I perform a maneuver with alteplase, after 40 minutes I obtain satisfactory venous return and good infusion. I infuse 80 ml of sf 0.9%, with no leakage, and the dressing remains dry and well adhered. I change the dressing and reposition the stat lock, make another 5 ml of sf 0.9% and release it for use. Dressing remains dry, catheter working after installing infusion in bfc shows extravasation in the catheter. I remove the dressing and the serum leaks into the dressing and bed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.